Event description:
Literature: vrba I, kozak j, koran m, knotek p, stetkarova I. [Bio-psycho-social assessment of neuromodulation analgesic treatment of patients with failed back surgery syndrome (first part)]. Bolest. 2008;11(4):207-214. Summary: this article presents the use of neuromodulation analgesic methods (both stimulation and drug delivery) for the treatment of failed back surgery syndrome (fbss) in 36 patients, who failed conventional medication management and successfully fulfilled the trial period. Twenty-four patients were implanted with neurostimulation systems with one electrode, 2 patients were implanted with neurostimulation systems with two electrodes, and 12 patients were implanted with a pump system. Reportable event: five patients experienced a change in electrode position/migration with loss of analgesic paresthesia in the relevant painful areas. The electrode position was corrected with a new "testing". Eoc assessement: 2009.

Manufacturer narrative:
This report is being submitted following an internal assessment.